Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 11/08/2021 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 11/18/2021 aso evaluated unused returned product and retained samples of the same lot with no defects noted. In addition, aso reviewed records of biocompatibility tests and latex screening with no issues reported.

Event description:
On the initial report, received by aso on (B)(6) 2021 consumer stated that the product caused a reaction that blistered his skin where the adhesive touched. We received completed customer information request (cir) from the consumer on 11/08/2021. Consumer stated that the adhesive part of the product caused the reaction. He sought medical attention with his dermatologist who prescribed triamcinolone acetonide cream usp 0.1%.